Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d274trk, ICD, implanted: (B)(6) 2011; 407652, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient has been hearing an alert tone once a day. The patient also mentioned that they felt a "twinge of pain the other day where the pacemaker is." The patient also stated that they have a "defective lead wire." The device and leads remain in use. No further patient complications have been reported as a result of this event.